Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump had crack and missing piece of reservoir compartment. Customer's blood glucose value 380 mg/dl. Troubleshooting was performed. Customer stated that the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.